Manufacturer narrative:
(B)(4).

Event description:
It was reported that a post implant chest x-ray revealed that the left ventricular had displaced slightly. All measurements were satisfactory. In (B)(6) 2015 the patient was admitted with worsening heart failure and it was noted that the left ventricular capture threshold was above the output. The device output was adjusted and the patient was discharged after his heart failure had stabilized. On (B)(6) 2016 an echo optimization was performed. The lead measurements were stable and the optimization was successful.